Event description:
It was reported that bd alaris pump module smartsite infusion set was discolored. The following information was received by the initial reporter with the verbatim: type of incident/problem: defect (detected before use) level of harm: no apparent harm - reached patient/person, inconvenient incident details: IV tubing discolored. Normally clear, now off-color. Unknown if this is an issue. Who was affected? Patient. Unexpected or prolonged care? No. Frequency of problem: first time.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 18-sep-2023. H.6. Investigation summary: two samples of material number 2420-0500 were received for quality investigation. One of the samples shows a darker tint throughout the infusion set and the other sample was provided as an example of an infusion set that does not have the darker tubing appearance. The customer complaint of cosmetic issue - discolored was verified by inspection. A device history record review for model 2420-0500 lot number 22105705 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27oct2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The probable root cause for this defect is the sterilization process. These IV sets are sterilized by irradiation, which uses electron beam or gamma rays to produce a sterile and safe IV product per iso 11137-1 and iso 11137-2, international standards for the sterilization of health care products. These standards are recognized consensus standards by the FDA, which are adhered to by bd to specify the requirements for the development, validation, and routine control of a radiation sterilization process. The irradiation process is known to modify polymers which causes some discoloring, depending on the applied radiation level (dose) and material choices. The degree or intensity of discoloration can also change over time, as it approaches shelf life, and under certain storage conditions such as high temperatures. Nonetheless, this type of discoloration is strictly cosmetic and does not affect the safety and functionality of the device as tested and sterilized. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd alaris pump module smartsite infusion set was discolored. The following information was received by the initial reporter with the verbatim: type of incident/problem: defect (detected before use) level of harm: no apparent harm - reached patient/person, inconvenient. Incident details: IV tubing discolored. Normally clear, now off-color. Unknown if this is an issue. Who was affected? Patient. Unexpected or prolonged care? No. Frequency of problem: first time.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.